Event description:
Info received indicates the bed will not send a nurse call.

Manufacturer narrative:
The technician found there was no output at the junction board. The technician replaced the junction box to repair the bed.